Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low reading on the adc device and stated the reading was lower than what was felt. The customer initially self-treated by consuming cookies and bread. Subsequently, the customer obtained an unspecified low reading from the adc device, which was compared to an unspecified adc meter reading. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer then experienced symptoms described as blurred vision and weakness, prompting corrective self-treatment with insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event. A lower adc device reading of 58 mg/dl was compared to an adc meter reading of 400 mg/dl after unknown days of wear. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.